Event description:
It was reported that a user experienced low blood glucose while using the ilet bionic pancreas, with a nadir of 54 mg/dl after recent troubleshooting and sleep, and the event was attributed to an unclear cause with concern for potential pump overcorrection following a prior hyperglycemic period. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and return of glucose to normal without hospitalization. Investigation included troubleshooting and education on treating lows only when alerted by the ilet and ongoing monitoring. Investigation of this case revealed no confirmed device malfunction and suggested an unclear etiology, with possible algorithm-driven correction dynamics following antecedent hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.